Manufacturer narrative:
A device history record was performed for the reported product lot . There were no manufacturing process issues identified. A regulator product sample was received for evaluation. The regulator was received in good condition. The regulator was put through final inspection and testing. An inspection and testing of the regulator, confirmed the reported event of no flow. The unit was disassembled and the plunger was found to be stuck. After freeing the plunger and reassembling the unit, all release criteria has been met. The root cause of the reported event is that the plunger became stuck preventing gas from flow through the unit. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trend and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample has been available that has not yet reached manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported an ophthalmic gas regulator was not working, the gauge showing a reading, but it did not dispense the gas before a surgery. There was no patient contact. Additional information has been requested.